Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer attempted to insert a new sensor but instead they misfired and were unable to insert the sensor. Customer advised insulin shot out, the button was accidentally pressed before insertion and the sensor shot out of the serter. Customer was advised that the sensor would be replaced as a courtesy.